Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube") and device dislocation ("migration of the right essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2014, undergo a right-sided tubal ligation with removal of the essure) and surgery (on(B)(6) 2014, undergo a right-sided tubal ligation with removal of the essure). At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: patient's symptoms continued. Patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia. Patient was forced to undergo a major surgery as a result of her essure implants diagnostic results: patient underwent hysterosalpingogram test that confirmed migration of the right essure insert and perforation of her right fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube/perforation (fallopian tube(s))./failure to occlude (close) fallopian tube(s),") and device dislocation ("migration of the right essure/migration of essure device location of device: outside fallopian tube/sticking out of uterus") in a 47-year-old female patient who had essure (batch no. B82482(l), a06689(r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included iodine allergy (iodine reaction: swelling). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2014, undergo a right-sided tubal ligation with removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: patient's symptoms continued. Patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia. Patient was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 30-may-2014: negative. Patient underwent hysterosalpingogram test that confirmed migration of the right essure insert and perforation of her right fallopian tube. 03sep2014 , x-ray hysterosalpingogram: abnormal position of right essure tubal occlusion device with non-occluded right fallopian tube batch number: a06689 exp date:2015/05 man date:2012/05. Batch number: b82482 exp date:2016/10 man date:2013/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of her right fallopian tube/perforation (fallopian tube(s))./failure to occlude (close) fallopian tube(s),") and device dislocation ("migration of the right essure/migration of essure device location of device: outside fallopian tube/sticking out of uterus") in a 47-year-old female patient who had essure (batch no. B82482(l), a06689(r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included iodine allergy (iodine reaction: swelling). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2014, undergo a right-sided tubal ligation with removal of the essure) and surgery (on (B)(6) 2014, undergo a right-sided tubal ligation with removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: patient's symptoms continued. Patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy menstrual bleeding, abdominal pain, and dyspareunia. Patient was forced to undergo a major surgery as a result of her essure implants . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: negative. Patient underwent hysterosalpingogram test that confirmed migration of the right essure insert and perforation of her right fallopian tube. (B)(6) 2014, x-ray hysterosalpingogram: abnormal position of right essure tubal occlusion device with non-occluded right fallopian tube . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event term updated. Relevant lab data and concomitant drug added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.